Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope did not provide an image during wrist arthroscopy. A visual inspection was performed and showed the scope to have internal cracked lenses. This is caused by improper handling. No manufacturing related defects were observed.

Event description:
It was reported that the scope did not provide image during wrist arthroscopy. No patient injury or complications were reported.